Event description:
Related manufacturer reference number 3006705815-2019-02269 it was reported that patient experienced infection at the lead site. Reportedly patient had also swelling prior to confirming infection. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the leads were explanted. The issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient was placed on antibiotics and their symptoms were improving.